Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging the ventilator was switching between ac power and battery power during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, an issue was found within the device's power cord. The device's power cord needs replaced to address the issue.